Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. Customer reported other critical pump error. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm and e/a alarm unspecified found on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No critical pump error (open book image) alarm noted during testing. However, the pump was monitored after testing and the pump had critical pump error (open book image) alarm on listed on the pump history file on (B)(6) 2023 10:01:00.000 and on (B)(6) 2023 10:11:00.000. Pump was cut open to perform visual inspection and corroded pcba 1 and pcba 2. Moisture damage was found on the motor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 40 due to software error. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 06-jun-2023 in the pump history file. (B)(6) 2023 05:14:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2023 14:45:00.000 alarmalertnotification faultnumber = change battery fault (73) (B)(6) 2023 15:01:00.000 alarmalertnotification faultnumber = change battery fault (73) (B)(6) 2023 15:16:00.000 alarmalertnotification faultnumber = off no power (11) (B)(6) 2023 15:20:31.000 batteryremoved (B)(6) 2023 15:20:31.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 15:20:39.000 batteryinserted (B)(6) 2023 18:07:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 18:27:52.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2023 18:37:00.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2023 19:36:04.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 19:39:04.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 19:39:09.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 19:39:14.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 19:39:24.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 19:39:34.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 19:39:57.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 19:40:16.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 19:40:34.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 19:41:13.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 19:41:46.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 19:42:17.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 19:47:31.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 19:49:12.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 19:49:55.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 19:52:38.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 19:56:47.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 19:57:55.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 20:06:04.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 20:06:14.000 batteryremoved (B)(6) 2023 20:06:14.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 20:07:15.000 batteryremoved (B)(6) 2023 20:07:15.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 20:10:51.000 batteryinserted (B)(6) 2023 20:16:56.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 21:18:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 21:19:14.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 21:19:24.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 21:23:48.000 alarmalertnotification faultnumber = hardware error alarm (63) variableinfo = 09 linenumber = 313 filenumber = 32143 (B)(6) 2023 21:24:02.000 alarmalertnotification faultnumber = motor processor communication alarm (3) (B)(6) 2023 21:25:05.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 21:25:10.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 21:29:40.000 alarmalertnotification faultnumber = hardware error alarm (63) variableinfo = 09 linenumber = 313 filenumber = 32143 (B)(6) 2023 21:29:54.000 alarmalertnotification faultnumber = motor processor communication alarm (3) (B)(6) 2023 21:30:03.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 21:30:29.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 21:38:19.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 21:38:24.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 21:40:00.000 alarmalertnotification faultnumber = motor drive error (43) (B)(6) 2023 21:49:03.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 21:49:08.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 21:49:13.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 21:59:00.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 22:01:18.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 22:01:23.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 22:01:28.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 22:01:33.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 22:04:09.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 22:04:14.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 22:04:46.000 batteryremoved (B)(6) 2023 22:04:46.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 22:14:01.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 22:14:09.000 alarmalertnotification faultnumber = mfda alarm(130) (B)(6) 2023 22:15:03.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 22:15:52.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2023 22:16:04.000 alarmalertnotification faultnumber = batt out limit(6) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. Pump error 23 and battery out limit alarm were expected due to pump reset. Pump trace download confirmed the pump alarmed pump error 3 on (B)(6) 2023 21:24:02.000, and on (B)(6) 2023 21:29:54.000 and pump error 63 (variable 9) on (B)(6) 2023 21:23:48.000, and on (B)(6) 2023 21:29:40.000 due to software error. Pump error 3 confirmed due to corroded electronic assembly. The pump properly paired with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Pump error 130 and pump error 43 due to corroded electronic assembly and moisture on the motor. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Lost sensor 1 alert (780) not confirmed. Sensor error alert (801) pump error 130 confirmed. Pump error 43 confirmed. Pump error 63 confirmed. Pump error 3 confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. The pump passed the functional testing. However, the pump was monitored after testing and the pump had critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 40. Critical pump error (open book image) alarm and pump error 40 alarm confirmed due to software error. E/a alarm unspecified (found pump error 40 in the pump history) confirmed. Pump error 130 confirmed. Pump error 43 confirmed. Pump error 63 confirmed. Pump error 3 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.